Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Preliminary analysis of one of the two angioguard devices returned for analysis indicated that the distal tip of the capture (ecgw) guidewire was elongated and fractured. The report received from the sapphire study indicated that during the study index procedure, two (2 each) 5 mm. Angioguard devices were not able to track to the mid right internal carotid artery (rica) target lesion. There was no reported patient injury. The product issue was reported to have occurred prior to use of the device in the patient. Based on the available information and the preliminary analysis, the product issue for the two angioguard devices was changed to deployment sheath/premature peeling. A non-study/abbott embolic protection device was used to complete the procedure successfully. A precise 6 x 40 stent was implanted at the target lesion. There were no procedural complications, or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the procedure. The mid rica target lesion was reported to be: a 90%stenosis, 20 mm. In length, absent of thrombus, 4.5 mm. Reference diameter, severely calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 20%. No additional information is available.

Manufacturer narrative:
During the index procedure, two 5 mm. Angioguard devices were not able to track to the mid right internal carotid artery (rica) target lesion. There was no reported patient injury. The patient was discharged the day after the procedure with no reported patient injury. The mid rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 4.5 mm. Reference diameter, severely calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 20%. No additional information is available. One of the two devices returned for analysis demonstrated distal tip elongation and fracture. (B)(4), the product was returned for inspection. A non-sterile unit of angioguard rx ecgw 5mm basket, medium support, was received coiled in a plastic bag with the torque device. During the visual analysis, unzipped condition was found at 27 cm from distal tip end also an elongation and a fracture were found at distal tip end, the filter basket was found captured in an unknown sheath. No other anomalies were found during visual analysis. Filter basket was analyzed under vision system and it was found that the filter was bent. Also during microscopic analysis it was found that the core wire was fractured, core wire was analyzed under sem station and results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Cutting, as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. There is no evidence of tool marks in the analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10282853. This packaging lot contained 55 units, which were shipped from lake region medical on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿deployment sheath/premature peeling rx only¿ was confirmed as the condition of the product was received. The cause of the events experienced by the customer as well as the fracture, the elongation and the unzziped conditions found could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available and without films of the distal tip fracture it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.